Manufacturer narrative:
36 year old male treated on (B)(6) 2021 for 1 4mm left lower pole calculi, received 3000 total shocks at protocol ramp up of energy and delivery. Stone did not respond to treatment and it will be necessary to schedule for additional treatment. No medication or homeopathic health aids reported to be taken prior to treatment. Patient developed hematuria, pain/renal colic immediately after treatment and diagnosed with 8x12cm hematoma. Patient was admitted to the hospital on (B)(6) 2021 and was discharged on (B)(6) 2021. No report of treatment during hospital admission. Patient did not receive transfusion. Patient reported as recovering by treating physician, (B)(6). Physician reported no issues with the equipment at the time of treatment. Device was evaluated and no issues were found, the device meets manufacturers specifications.

Event description:
The customer reported that a patient presented with a hematoma following eswl treatment on (B)(6) 2021. The patient was admitted to the hospital on (B)(6) 2021 and discharged in stable condition on (B)(6) 2021.